Event description:
Dealer states that the legrest are not locking into the chair. The support assembly is bent on the right and left side. The dealer states that the user is heavy and may be putting all of her weight on the supports which is causing them to bend downward. No injuries reported.